Manufacturer narrative:
This event was due to not following MRI safety standards by bringing a sandbag with magnetic material into the mr examination room. It is known that magnetic materials should not be brought into the examination room. The safety directions as presented in the instruction for use already contain warnings on this matter.

Event description:
Philips received a report that a person was injured. A patient was brought into the examination room after being in catheterization lab. When the MRI tech was positioning the patient on MRI patient support, a ferrous sandbag that was being used to hold pressure on patient's leg was attracted to the magnet. As sandbag moved quickly towards magnet it hit the sense head coil which then twisted about patient's head causing a gash behind the patient's left ear, which required stitches.